Event description:
Caller states the pt was tested with a result of 40 mg/dl. Caller states that pt was given d-50 and retested within 10 minutes with a result of 561 mg/dl and 332 mg/dl. Glucose control solutions were reportedly passing. Requested return of suspect device and replacement was sent.